Event description:
The end-user facility reported that during use of the system 5000 electrosurgical unit ((B)(4)) along with an unidentified electrosurgical disposable pencil and an unidentified dispersive electrode in a procedure involving the removal of a facial melanoma, the patient allegedly sustained second degree burns to her face and pharynx. There was a surgical fire in the operating room, where a conmed system electrosurgical unit was being used and that the alleged burn occurred approximately two (2) months ago. Follow-up with the user facility learned that the surgical site was prepped with a betadine prepping agent. It was also learned that the patient was receiving oxygen delivery via a nasal cannula. The incident allegedly occurred at the beginning of the procedure presumably when the unidentified electrosurgical pencil was activated resulting in the fire involving the patient's face. Treatment for the reported burn was not provided. In addition, no photographic evidence of the patient burn was provided by the end-user facility. To date, despite numerous attempts to obtain additional facts surrounding the incident, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse event has occurred. Upon contacting the patient safety officer at the end-user facility, she inquired how and who had reported this incident to conmed and wanted to know the details that were revealed to our company. However, she was not willing to share any results of the facility's internal investigation of the incident nor that the facility was willing to return the system 5000 for evaluation.

Manufacturer narrative:
The system 5000 esu was never returned to conmed for evaluation despite numerous requests to have the device evaluated. In addition, results of the internal end-user facility investigation surrounding this incident have been requested from the end-user facility patient safety officer with no response received. The device manufacturing date is unknown, as the serial number of the involved esu was not provided to conmed corporation. A review of the device history record and service/maintenance record for this esu therefore could not be accomplished. The investigation of this reported event has revealed that the surgical site was prepped with a betadine prepping agent and oxygen was being administered to the patient via a nasal cannula thus creating an oxygen-enriched environment at the surgical site. It is unknown whether or not any anesthetic gases were being delivered at the time of the incident, for numerous anesthetic gases are known to be highly flammable substances. Based on this provided information, it is believed that "user error" was the most likely cause of this reported incident. The esu operating manual warns that, "these devices should never be used when: in the presence of flammable gases, flammable prep solutions, or drapes, oxidizing gases such as nitrous oxide (n20) or in oxygen-enriched environments." The (B)(4) states, "the active electrode should not be utilized in an oxygen-enriched environment. Caution should be exercised during surgery on the head and neck near combustible anesthetic gases. The active electrode should be used as far from the oxygen source as possible...when administering oxygen in an open system (eg, nasal prongs), drapes should be tented or a scavenging system used to prevent buildup of oxygen under the drapes. Fires, including airway fires, have resulted from the active electrode sparking in the presence of concentrated oxygen." Per the (B)(4): "the esu is initially considered responsible for an electrosurgical airway fire, but the true cause is typically misuse of the esu in an oxygen-enriched atmosphere (oea). Oea is defined as an atmosphere that contains more than 23% of oxygen which is commonly found in the oropharynx." The (B)(6) further state in this section that, "in 2009, (B)(4) published the clinical guide to surgical fire prevention. A key change is the recommendation that the traditional practice of open delivery of 100% oxygen be discontinued during head, neck and chest procedures. If supplemental oxygen is needed, the anesthesia provider should intubate the patient or use a laryngeal mask to prevent oxygen and nitrous oxide (oxidizers) from collecting under the surgical drapes." The system 5000 electrosurgical unit has been designed to provide monopolar cutting and coagulation capabilities, also in addition to both bipolar coagulation and cutting capability. To reduce the risk of fire and patient injury the operation manual for the system 5000 provides the following precautions and warnings. Safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood, and followed in order to ensure safety and effective use of the equipment. Electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen-enriched environments. The risk of igniting flammable gases or other materials in inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site. They may be present in the form of an anesthetic, life support, skin preparation agent, produced by natural processes within body cavities or originate in surgical drapes, trach tubes, or other materials. The output power selected should be as low as possible and activation times should be as short as possible for the intended purpose. When uncertain of the proper setting for the power level in a given procedure, start with a low setting and increase as required. Esu not returned to conmed corp.